Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was needing constant charging. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned.